Event description:
It was reported to globus that a patient has a broken screw approximately 10mm below the screw on the right at s1. Revision surgery took place (B)(6) 2013 and the broken screw was returned for evaluation, as the hospital does not release explanted hardware.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specification, maintained and distributed in accordance with all federal, state an operating procedures. X-rays provided show broken screw, however, the implant was not returned for evaluation. There exact cause of the breakage cannot be determined